Manufacturer narrative:
(B)(4). Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer's blood glucose level was 132 mg/dl. Customer also stated that the insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded and spring was neither damaged nor corroded. Troubleshooting was performed for blank display and customer was advised to clean battery cap contacts with a dry cotton swab. Display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.